Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not read the oxygen supply. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer replaced the oxygen valve to address the reported issue. Failure analysis on the returned o2 solenoid valve found that the oxygen solenoid valve had debris stuck inside which caused oxygen to leak. This caused e/c 1111 and failure of the oxygen flow accuracy test. Removing the debris resolved the issue.